Manufacturer narrative:
This report is filed on september 24, 2019.

Event description:
Per the clinic, the patient underwent revision surgery on (B)(6) 2019, in order to have a magnet placed on the internal fixture, converting the patient to a subcutaneous baha implant system. The procedure was done under general anaesthesia. No other event or complications that may have contributed to the decision to convert the patient were reported.